Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's leads experienced unstable thresholds. It was noted that the leads dislodged. The leads were expl anted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead dislodged with the right ventricular (rv) lead unable to reach the location.